Manufacturer narrative:
No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Event description:
Information was received indicating that a pump with a cadd administration set, attached under infused. It was reported the medication bag had a large volume left after 24 hours of infusing, which measured to be 105 ml remaining when there should be 15 ml remaining. Per reporter the total bag volume was listed as approximately 300 ml of ancef, being administered through a peripheral intravenous line (piv). It was also reported the end user has been having similar issues with the medication bags since receiving this tubing. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6).